Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test, air bubbles anomaly and blank display. Customer's blood glucose at time of incident was unknown. The customer explained what bad battery/failed batter test means and is. Customer declined to troubleshoot for bad battery, air bubble anomaly and blank display. Customer just wanted to make notations on his issue.